Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation. The device will not be returned for investigation.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) dropped from 30% battery power to 0% within five minutes. The patient would try to recharge to 50% but the pdm would drop back to 0% within ten minutes. The patient resides in the austria and was traveling to spain when the reported had event occurred.